Event description:
According to the reporter, during c-section with bilateral salpingectomy, the device would cut and cauterize the target tissues, but the jaws and at the base of the jaws would stick to the original, intact uterine tissue causing it to rip/tear leading to additional bleeding to the operative sites, in addition to the loss of blood from the c-section procedure. The device did not do a good, clean cauterization and removal of the fallopian tissue. Prolonged care provided to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during c-section with bilateral salpingectomy, the device would cut and cauterize the target tissues, but the jaws and at the base of the jaws would stick to the original, intact uterine tissue causing it to rip/tear leading to additional bleeding to the operative sites, in addition to the loss of blood from the c-section procedure. The small shears were cauterized. No blood transfusion required. The device did not do a good, clean cauterization and removal of the fallopian tissue. Prolonged care provided to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.